Event description:
Three weeks before (B)(6) 2018 (date unknown), the patient was implanted with a 40cm gore® acuseal vascular graft in the left forearm as an arteriovenous graft(avg) for hemodialysis purpose. On (B)(6) 2018, due to a completed occlusion causing failure of avg, the hemodialysis could be continued, the patient came back to the hospital for an ultrasound inspection. The physician concerned a possible pseudoaneurysm at the point of dialysis puncture so performed a pta dilation treatment. However there was no improvement of avg function, the patient was admitted to the hospital on (B)(6) 2018 and the acuseal graft was explanted, then a gore-tex® vascular graft (item# (B)(4)) was implanted as a new avg. The explanted acuseal graft was observed two sites around 3-4cm with delamination between the inner luminal eptfe layer and the middle elastomeric layer.

Manufacturer narrative:
Implant date corrected.

Manufacturer narrative:
Corrected d4-di#.

Manufacturer narrative:
Method codes and result codes updated. Conclusion code updated. Code 213 - the review of the manufacturing records verified that the lot met all pre-release specifications.